Event description:
It was reported that when updating the pump with the physician programmer the "crash screen" was noted. This resulted in the pump going into stop pump mode. The pump was reprogrammed using another physician programmer. There was no pump or patient issue. The patient is doing good and receiving good therapy. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8840, serial# (B)(4); product type programmer, physician product ID 8781, serial# (B)(4); product type catheter. (B)(4).

Event description:
Additional information revealed the pump was used to deliver morphine (5mg/ml) at 0.59mg/day.